Manufacturer narrative:
The manufacturer has reviewed the manufacturing records, the process inspection records, and the release inspection records. No problems were found and the lot was manufactured under normal condition. Further, nipro has stated that: it is surmised that water pressure used in the reprocessing/preprocessing process or foreign matters possibly contained in the solution used in the rinsing process have affected the hollow fibers, causing the fiber leaks. Othe dialyzers from this facility (different lot numbers) have been tested and have shown pressure decay. Also, during the manual bubble point test, air was observed propagating near the location of the test strip zone. This is consistent with damage that can be caused by test strips. There is a dialysate port deflector shield to reduce the chances of fiber damage caused by test strips. The issue of dialyzer fiber blood leak is addressed in technical summary prts00105.

Event description:
Chief technician, reported a fiber blood leak of the dialyzer into the chamber. There was no patient injury reported. Number of reuses for this dialyzer is 29. Per discussion with the facility, the leak occurred at the onset of treatment and therefore a tmp value was not recorded. The blood leak was confirmed with a positive hemastix. Treatment was continued with new disposables. The estimated blood loss was 200 cc. The facility uses the renatron with renalin. The renatron received periodic maintenance in august and was calibrated on schedule. The ro water system at this facility is 11 yrs. Old. The contact at the facility mentioned that this is a warm summer and the fact that the city added alum to the water. She stated that this could clog fibers, but feels the fiber leak is a separate issue. The ro holding tank is in the back room. It is a loop. Near the end of the loop is the bicarbonate mixer and then the renatrons. The facility has been using ct190g dialyzers for over one year. Further discussion with the chief technician revealed that there are some new people and that events have occurred, when she has a day off.